Manufacturer narrative:
Block h2: correction block b5 (anatomy location) and block e1 (email) have been corrected. Block h6: device code a0501 captures the reportable event of distal tip detachment of device or device component imdrf impact code f2301 is being used to capture the reportable event of additional device required. Block h11: investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. A risk review was completed and confirmed that the event of needle detachment of device or device component was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the needle detached from the device and fell off into the patient. The detached needle was removed from the patient using a net and completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: device code a0501 captures the reportable event of distal tip detachment of device or device component imdrf impact code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the needle detached from the device and fell off into the patient. The detached needle was removed from the patient using a net and completed the procedure. There were no patient complications reported as a result of this event.